Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 21, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck in the base of the cartridge and overridden by the plunger rod. The cartridge was inspected revealing that ophthalmic viscoelastic device (ovd) was not disbursed throughout the cartridge indicating that an inadequate amount of ovd may have contributed to the complaint issue reported. The lens module was opened and no ovd was observed inside; the lens module clips were observed to be damaged. The lens was removed from the cartridge and cleaned revealing damage on the surface and haptic of the lens. No further issues were observed. The complaint issue "lens damaged" and "override" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) was defective, that the lens was bent and the plunger did not catch the lens. The issue was observed during handling but prior to insertion and the lens did not touch the patient. Patient had lens implanted, same diopter on the day of service. There were no surgical interventions required and no delay in procedure reported. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.